Event description:
It was reported that the patient complained of phrenic nerve stimulation and chest pain. Upon further analysis confirmed by a computed tomography scan (CT scan), the right ventricular (rv) lead exhibited increased thresholds resulting from a lead perforation. The rv lead was repositioned to a septal lead placement and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5086mri52, implantable pacing lead, implanted: 2013-(B)(6), product ID a2dr01, implantable pulse generator (ipg), implanted: 2013-(B)(6). (B)(4).